Event description:
Report one of three tubing splits that occurred during high powered contrast injection during CT. The patient was having an unspecified CT study. The patient had a peripheral angiocatheter connected to the extension set. The power injector tubing was connected to the extension set and the injector was set to deliver contrast at a rate of 1.5cc/second. The psi was unspecified. Shortly after the start of the injection, the tubing was reported to have split just distal to the clave port of the extension set. There was no reported bleed back or blood loss. The extension set was changed and the CT study resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.